Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received pump error for the motor arm cannot communicate with the main arm, and pump error for software error detected. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced. The customer did not return the product back for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Pump error 4 and 53 found in the pump history due to software error.